Event description:
Caller alleged discrepant results with the inratio meter compared to point of care (poc). Results as follows: date: (B)(6) 2012, inratio results: 7.5 and 5.2, poc: 1.8. Time between testing was thirty mins. Pt self tester's therapeutic range 2-3.

Manufacturer narrative:
Pending investigation.